Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that the patient indicated that their device has not been working and turned off since 2018. They had indicated the device was implanted in 2018. MRI guidelines were reviewed. The caller was redirected to follow up with their healthcare professional. No symptoms were reported.